Event description:
The event involved an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock port, clamp, anti-siphon valve, spiros; chemolock; syringe transfer set w/microclave, chemolock port where the customer reported that the device leaked when pushing saline. Leak when pushing saline through it. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.